Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an alert for pacing percentage greater than limit due to decreased r-wave amplitudes and r-wave oversensing on the atrial channel was observed. The patient was asymptomatic. No action was taken. The patient will continue to be monitored.